Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege that patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2009. Patient has experienced groin pain, elevated levels of metal ions in the blood, and problems sitting and standing. Patient has not yet scheduled a revision surgery. Doi: (B)(6) 2009 - dor: n/I (right side). (B)(6). Update 3/26/2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 06/17/2011 plaintiff's preliminary disclosure (ppd) form, medical records and implant stickers received and attached to the file. There is no new information that would change the outcome of the investigation. Update 11 feb 2015 - der rcvd. Added dor, patient height, weight and activity level, surgeon and sales rep info and added stem and sleeve. Cup and stem remained in situ.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).